Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network adapter was configured to 100 mbps half duplex, which contributed to the sluggish performance. A technical support specialist dialed into the station, logged in as cfn admin, accessed the network settings, and verified the adapter configuration. The specialist checked the c and d drives, confirmed they were in good condition, opened structured query language server management studio (ssms) to review the dsclientoltp database, and rebooted the device. After these actions, the customer confirmed that the issue was resolved and granted permission to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was very slow. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.